Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert notification occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).